Event description:
The surgeon reported that one day after cataract surgery with implantation of the istent in the pt's left eye, the pt presented with an iop of 6 mmhg. Ten days postoperatively the pt presented with pain and the iop increased to 48 mmhg. Aqueous humor was removed from the anterior chamber to relieve pain. The etiology of the iop elevation and pain is not known at this time. Add'l info has been requested.

Manufacturer narrative:
The stent remains implanted in the pt and is not available for eval. The device history records were reviewed and there were no nonconformities that related to the adverse event. Iop elevation and pain are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).